Event description:
It was reported the catheter is installed in the patient and begins to show occlusion, return is verified for which it is null, as well as the flow of medication. The infusion pump marked occlusion, so it had to be removed. The catheter is removed and it feels softer and has more memory when manipulated. The therapy administration failed due to the issue, and patient had to have the device replaced (another catheter implanted) and suspended the drug delivery. No other information was provided. Additional info received on 05. Dec.2023 unfortunately I don't have the batch data. One piece is affected and the incident was observed after use. Drl catheter repositioning as it became clogged, which caused the need for new placement and new supplies. There was no exposure to mucous membranes. Antibiotics were being administered.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occlusion was determined to be unconfirmed. The product returned for evaluation was a 5fr triple lumen powerpicc catheter. Light use residue was observed on the sample. Attempts to infuse water through all 3 lumens using a 12ml syringe revealed them to be patent to infusion and aspiration with no leaks. The effort required to flush the lumens was comparable to that required of a similar, non-complainant device. Microscopic inspection of the sample did not reveal any evidence of an occlusion. The sample was found to function properly. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the catheter is installed in the patient and begins to show occlusion, return is verified for which it is null, as well as the flow of medication. The infusion pump marked occlusion, so it had to be removed. The catheter is removed and it feels softer and has more memory when manipulated. The therapy administration failed due to the issue, and patient had to have the device replaced (another catheter implanted) and suspended the drug delivery. No other information was provided.